Manufacturer narrative:
(B)(4). The customer reported that the device displayed error code 10003 upon power up. This error code is accompanied by the system failure cycle power message/instruction and the device then halts operation. There was no report of pt impact or negative pt involvement. Philips worked with the customer and determined that the cause of the issue was the external data card. Removal/replacement of the external data card resolved the issue.

Event description:
The customer reported that the device displayed error code 10003 upon power up. This error code is accompanied by the system failure cycle power message/instruction and the device then halts operation. There was no report of pt impact or negative pt involvement.